Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of angina, dissection, and occlusion are known observed and potential patient effects as listed in the xience pro everolimus eluting coronary stent system instructions for use (IFU). In this case, as a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The xience pro is currently not commercially available in the us. The predicate device (xience v) is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a mid left anterior descending artery. A xience pro was implanted distal to a side branch which was bigger than 2 mm with good result. A half hour later the patient complained of chest pain and angiography revealed the side branch was fully closed. Attempts to advance a guide wire and balloon catheter into the vessel were unsuccessful so the side branch was left untreated. The side branch remains closed and the patient is being treated with medication. It was reported that there was possibly a dissection which was not visible in the initial angiogram; however, it was unknown what caused the dissection. No additional information was provided.